Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9246601. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-09-03. Medical device lot #: 9263408. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-09-20. Medical device lot #: 9270138. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-09-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had "holes" in the gel during use, and cells above the gel, on top of the serum, and on the sides of the tube. As a result, all tubes were rejected. The tubes were allowed to clot for "20 minutes" and spun in a "lab corp centrifuge" at "3375 rpm for 10-15 minutes". Lot #'s 9246601, 9263408, and 9270138 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "she states they have been having this issue for 2 months. The sst tubes are allowed to clot for 20 minutes and spun in a lab corp centrifuge, which is set at 3375 rpm for 10-15 minutes. The settings cannot be changed. The centrifuge is calibrated once/year, and is due in june 2020. The customer states that there are holes in the gel, and cells get above the gel, and also on the sides of the tube and on top of the serum. The tubes are being rejected." "The have been having daily occurrences of poor separation for almost a two months. The samples are spun for 10 to 15 minutes and sent to the lab and the specimens are rejected."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no defects were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had "holes" in the gel during use, and cells above the gel, on top of the serum, and on the sides of the tube. As a result, all tubes were rejected. The tubes were allowed to clot for "20 minutes" and spun in a "lab corp centrifuge" at "3375 rpm for 10-15 minutes". Lot #'s 9246601, 9263408, and 9270138 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the (B)(4) of (B)(4) 2 related incidents. The following information was provided by the initial reporter: "she states they have been having this issue for 2 months. The sst tubes are allowed to clot for 20 minutes and spun in a lab corp centrifuge, which is set at 3375 rpm for 10-15 minutes. The settings cannot be changed. The centrifuge is calibrated once/year, and is due in june 2020. The customer states that there are holes in the gel, and cells get above the gel, and also on the sides of the tube and on top of the serum. The tubes are being rejected." "The have been having daily occurrences of poor separation for almost a two months. The samples are spun for 10 to 15 minutes and sent to the lab and the specimens are rejected."